Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in use on an als patient. The patient was reported to suffer from oxygen desaturation and required ambu. No further intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.